Manufacturer narrative:
(B)(4). Vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 238 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator was turned off, it turned itself on for a few seconds then off again. There was no patient involvement associated with this reported event.